Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Non conformance's were identified during the mre and that the issue will be handled through mentor's quality system reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female who underwent an unspecified breast surgery with a mentor smooth round moderate plus profile, 250cc saline breast implant, experienced unknown-sided deflation postoperative. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Note: both serial numbers were added due no side was specified.